Manufacturer narrative:
(B)(4)..

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6)2024. On (B)(6)2024, it was reported that the patient experienced inaccurate cgm values. The day of the event the patient experienced a hypoglycemic coma (understood as loss of consciousness). An ambulance was called, and the patient was brought to the hospital. When a fingerstick was taken, the cgm was reading 7.8 mmol/l, and the blood glucose reading was 1.2 mmol/l. The reported values for this event were an approximation. The patient was treated with intravenous glucose by the emergency doctor. The patient recovered after treatment and stayed in the hospital for 1 day. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No injury or medical intervention was reported.